Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing,. The device was returned to the customer for use. Physio-control performed a clinical review of the event and concluded that it is unknown whether the device contributed to the outcome of the patient. This is due to insufficient data and no available electronic record from the event that can be reviewed. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that they were using this device to deliver defibrillation therapy to a patient. They delivered 4 shocks to the patient and after the 4th shock the device's display went blank and they were unable to use the device to continue patient care. The patient involved in the reported event is deceased.